Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). The complaint devices are not being returned, therefore unavailable for a physical evaluation. A review into the depuy synthes mitek complaints system revealed no other complaints for these lots of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. A non-conformance search was performed for this product code: 210813-lot# 3751279 combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. However, depuy synthes mitek will continue to track any related complaints within these devices' family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the (B)(4) as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 2 of 2 for the same event. It was reported by the sales rep reported that during a labral surgical procedure, it was observed that the last thread on two of the customer's gryphon p br anchors with orthocord dual suture device broke off. The sales rep stated that the anchors stayed in fine even though the last thread broke off. The sales rep reported that the surgeon was able to complete the procedure with the devices with no patient consequences or delays. The sales rep stated that the surgeon was able to retrieve the broken thread with a pair of graspers. The sales rep stated that the patient was a younger patient with hard bone quality. The sales rep stated that the anchors are from two different lot numbers. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.